Manufacturer narrative:
Approximate age of device: 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient died on (B)(6) 2018 due to a multisystem organ failure (msof) caused by right heart failure, worst kidney function and bacteremia. The patient received palliative care and was treated with IV antibiotic. No autopsy was performed. The patient was declared died after withdrawal of lvad support in consequence of msof. According to clinician the lvad support was working as expected. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient experienced worsening kidney function in the setting of right heart failure. The patient also experienced ongoing bacteremia that was treated by a 4th line of antibiotics. The palliative care team was consulted to assist with establishing goals of care. No alarms were reported for this event. The patient ultimately expired on (B)(6) after withdrawal of lvad support due to the aforementioned medical issues. No autopsy was performed, although multi-system organ failure was also reported. The device was reportedly functioning as intended. Heartmate ii lvas, serial number (B)(4) will not be returning for evaluation. The hmii lvas IFU lists infection, renal failure, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.